Event description:
Patient reported obtaining back-to-back blood glucose results of 260 mg/dl, 148 mg/dl, and 314 mg/dl, while using the suspect device. Patient did not modify therapy based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.